Event description:
It was reported that the customer received multiple altitude alarms during basal delivery. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.